Manufacturer narrative:
There is no alleged failure of the pump and the device will not be returned for eval, as the pt discarded the pump. Design, mechanics, and mfg elements relating to the function of the pump cannot be determined.

Event description:
It was reported that following an ankle procedure the pt complained of numbness in the area where the infusion pump was placed. The pump was placed in the popliteal location of the right leg. The catheter was removed by the patient. The patient has a f/u visit scheduled with her physician on (B)(6) 2010.